Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted with the intention of using it for his-bundle pacing. However, this approach to pacing was not optimal in this patient and the lead was explanted the same day as implant. A new rv lead was successfully implanted. No additional adverse patient effects were reported.